Event description:
During a coil embolization procedure, the orbit helical fill 2x8cm coil stretched when half was in the aneurysm, and another part was in the microcatheter. Half of the coil was in the aneurysm and the stretched fragment was in the artery. The stretched fragment was then pushed into the external carotid artery.

Manufacturer narrative:
It was reported that there was no resistance during positioning of the coil prior to the event. No additional intervention was required, and the no adverse event was reported. The aneurysm location was a sidewall right distal (aca) anterior communicating artery that had an approximated height of 6mm, width of 5mm, length of 4.5mm, and a 4mm neck with a neck to sac ratio of 0.6-0.7mm. It is not known if balloon or stent remodeling was utilized. Prior to the procedure, the microcatheter was not re-shaped. An adequate continuous flush was maintained through the mc at all times. Prior to this coil, other coils went through the same mc without resistance. No resistance occurred during insertion of the coil through the microcatheter. Prior to event, the coil was not out of the (mc) microcatheter when the mc was being repositioned. No kinks were seen in the mc that may have contributed to the event, and the same microcatheter was utilized to complete the procedure, since no damages were noted on the microcatheter. A non-sterile trufill dcs was received coiled inside of a plastic bag. Kinks were found on the hypotube. Support coil was received out of the introducer. Residues of dried blood were inside of the gripper. The embolic coil was broken and only the headpiece was still attached to the gripper, the rest of the coil was not provided. Introducer was unzipped. The gripper was inspected under microscope, and it was found twisted. The headpiece still attached to the gripper; indicating the coil broke. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. A review of the manufacturing documentation association with lot 13399604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil remains implanted and therefore, was not returned for analysis and could not be evaluated for the reported stretching. The exact cause of the broken coil, kinks on the hypotube and the twisted damage (on the gripper) could not be conclusively determined; however, neither the analysis nor the DHR review suggests that the damage is related to the manufacturing process. Inspections are in place to prevent the device from leaving the facility with that this type of damage. It was also reported that there was no damage to the device prior to the event. Continued manipulation in the presence of loss of one to one between the coil and delivery tube likely resulted in the coil separation from the head piece. The instructions for use (IFU) precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube an the embolic coil during retraction. Otherwise, the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. It is not known if neck remodeling was used in treating the wide necked aneurysm and if so, if device interaction may have contributed. It is possible that manipulation required due to the wide necked aneurysm characteristics contributed to the event. Procedural factors may have impacted the event; however, based on the available info, no conclusion can be made.